Manufacturer narrative:
Evaluation of the returned ruby coil lp revealed that the embolization coil was detached from its pusher assembly, and the proximal constraint sphere was intact with the embolization coil. The reported high blood flow in the target location may have contributed to the proximal end of the embolization coil protruding into the parent vessel during the procedure. Further evaluation revealed offset coil winds on the embolization coil. This damage was incidental to the reported complaint and may have occurred due to snaring for removal. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using a ruby coil lp and a non-penumbra microcatheter. It was reported that there was high blood flow. During the procedure, the physician placed the ruby coil lp into its target location. The hospital staff observed the ruby coil lp was not fully anchored and the ruby coil tail end was protruding into the parent vessel. A snare device was used to successfully remove the ruby coil lp. The procedure was completed using another ruby coil lp and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.